Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements 3,000 ohms. The pacemaker was programmed to pace aair. The last measured r-wave was 6.0 mv, and it was 12.0mv at the last office interrogation. While en route to the hospital in the ambulance, the monitor indicated there was greater than 6 seconds of asystole. However, it was unclear whether there was ventricular asystole, due to aai pacing only. Additional information received indicated that this pacemaker was explanted, the rv lead was surgically abandoned, and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.